Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the forceps stand and connecting tube, but the foreign matter could not be identified. Due to leakage from the right/left (up/down) knob, it is possible that reprocessing could not be performed properly and foreign matter could not be removed. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to deformation of r/l (right, left) and u/d (up, down) knob, water tightness was lost. Due to damage and deformity of the el-connector (electrical connector), connection of the s-connector (suction connector) was abnormally heavy. Due to damage on the ccd (charged coupler device) unit, the image had black dots. The nozzle was deformed. The lg (light guide) lens had a chip, and the adhesive had wear. The plastic cover had a scratch. The adhesive on a-rubber (bending section cover) was detached. The connecting tube had buckling and had a scratch. Due to wear of the angle wire, the play and direction of the u/d (up, down) r/l (right, left) knob was out of the standard value and had foreign objects. Due to wear and deformation of the k-wire (knob wire), forceps elevator had paly and did not move smoothly. The control unit had a scratch. The universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had too much pressure when inserting the guidewire once the elevator was pressed, and the connecting tube had wrinkles / scratches. The issue was found during an unspecified procedure. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the forceps elevator, the connecting tube, and the up / right / down / left knobs had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.